Event description:
Customer stated that she was hospitalized due to low blood glucose. Customer was unable to troubleshoot due to treatment in hospital. Was not able to eat, customer was given too much insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.